Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient felt chest discomfort the day after the initial implant. It was also reported that chest x-ray and interrogation revealed that the atrial and ventricular leads dislodged. Both leads were repositioned and are still in use. No further patient complications have been reported as a result of this event.